Event description:
It was reported that increased thresholds were observed and a change of rv lead impedance was noted. X-ray confirmed lead dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.